Event description:
New information received: reportedly, the separated wire fragment was removed from the patient several months after the procedure. No additional information was provided.

Event description:
It was reported that there is a wire fragment/ fracture that is suspected to be an iron man guide wire. No patient injury was reported. No additional information was provided.

Event description:
Updated event description: it was reported that the procedure was planned for a transcatheter heart valve. Due to small femorals (6 mm, to protect for vascular issues, a crossover technique, left internal mammary artery (lima) to non-abbott guide wire to iron man guide wire were placed and left in place (300 cm 0.014" wire). Right femoral artery access was used, 2 perclose proglides were placed and a 16 fr sheath was placed that crossed the av [aortic valve) with no issues. A non-abbott pre-shaped guide wire was also placed and a non-abbott 20 mm balloon catheter was used for the bav [bicuspid aortic valve] with no issues. During an attempt to introduce a catheter, which was needed to visualize the obstruction, it was quite tight through the sheath however eventually it passed but the non-abbott guide wire was out of the ventricle by now. After discussion amongst operators, multiple attempts to pass a guide wire back into the lv [left ventricular] via the catheter were taken to the ascending aorta; however, it could not cross back into lv after multiple attempts.

Manufacturer narrative:
(B)(4). Additional information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It was then considered to retrieve the valve and it was pulled back into the sheath and then on the way back to the sheath the tip became bent and it was difficult to withdraw it from the femoral artery; it could not be pulled backward or forward. There was a consultation and the decision was made to deploy it in the dta, a safe place that was found, and the valve was able to get back into the body after much trying and then it was deployed in the dta safely. During this process the iron man guide wire was lodged in the cells of the transcatheter heart valve and when trying to pull it out with a catheter for support, it was tightly lodged and the valve appeared to move every time the iron man guide wire was pulled on. There was further discussion and given that the chance of embolization was very low, it was thought that it would be best to leave the iron man guide wire there. The iron man guide was cut below the vascular right femoral artery exit on left for removal and manual hemostasis with the perclose proglides on the right. Fluoroscopy showed all wire intravascular with no outside pieces on the last fluoroscopy. The patient presented on (B)(6) 2015 to the hospital with a 2 day history of ap [abdominal pain], nausea and vomiting, no fever, axr [abdominal x-ray] showed guide wire. The patient was initially sent home then called back by radiology and on (B)(6) 2015 the patient was brought to another hospital as an urgent transfer. On arrival the CT was reviewed and the patient went to or the same night. The separate 10 cm guide wire was lying laterally, completely separate from the iron man guide wire with no vascular connection on CT. The 10-12 cm thin guide wire was removed in 1 piece, without resistance or breakage. It had come through the sb [small bowel] mesentery, sb perforation and some small bowel resected also. No bile or blood was seen in the abdomen. The patient has continued ileus [intestinal obstruction] which slowly resolved in hospital. No additional information was provided. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.